Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump no longer started after changing the battery. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the issue recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. Pump received with scratched case, pillowing keypad overlay, cracked retainer, serial number label stained and minor scratched lcd window.